Manufacturer narrative:
The biomedical engineer (bme) reported that this central nurse's station (cns) will intermittently boot-loop when they restart it. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 02/25/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information as requested. Bedside monitor g5 series model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that this central nurse's station (cns) will intermittently boot-loop when they restart it. No patient harm was reported.